Event description:
It was reported that battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and technical support was unable to confirm battery depletion allegation, with no further information provided regarding event timing or additional actions.